Event description:
The customer was hospitalized wiht low blood sugars. Troubleshooting revealed the customer did not disconnected from the pump while priming a new infusion set. Explained the importance of disconnecting while priming, however, the customer believes there is a problem with the pump and requested a replacement.